Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges "immediately after insertion of the tube it was noted that the cuff was leaky. The patient needs to be re-intubated 4 times. The 4th tube was inserted and used successfully. There was no harm or injury to the patient." (Additional events captured in companion reports # 8040412-2017-00197 and 8040412-2017-00201.)

Manufacturer narrative:
(B)(4). The device involved in this complaint has not ben received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "immediately after insertion of the tube it was noted that the cuff was leaky. The patient needs to be re-intubated 4 times. The 4th tube was inserted and used successfully. There was no harm or injury to the patient." (Additional events captured in companion reports # 8040412-2017-00197 and 8040412-2017-00201.)